Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was no longer able to hear since (B)(6) 2013. No trauma was reported. Re-implantation is scheduled.